Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. Review of the device diagnostic log verified an oxygen device failed occurrence. Service of the device is pending.

Manufacturer narrative:
Results: evaluation/service in progress.